Manufacturer narrative:
Correction: the device was received by the manufacturer on november 18, 2015; not november 19, 2015 as previously reported. This report is filed january 20, 2016.

Event description:
Per the clinic, the patient experienced skin flap breakdown as well as an infection at the implant site and was prescribed several courses of antibiotics (dates not reported). On (B)(6) 2015 it was reported that the receiver stimulator had extruded. Subsequently on (B)(6), 2015, the device was explanted.